Event description:
Procedure type: gynecology. According to the reporter: the doctor brought an 11mm trocar to the surgery control desk and explained that the tip of the trocar had broken off during the procedure. The trocar and broken piece of plastic were extracted from the pt. No pt injury was reported.

Manufacturer narrative:
(B) (4).